Event description:
Reporter alleged the contacts on the blood glucose device suggested they were corroded and there was a green substance on the white plastic around the contacts. It was stated there was no power on the meter when it was docked in the base. No actions were taken or treatment received as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.